Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that high, out of range, capture threshold and an increase in pacing lead impedance were observed. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.0cm was returned for analysis. External insulation abrasion was noted at 11.5-11.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. A fracture of the coil was noted adjacent to the connector ring, consistent with the field observation of unacceptable threshold.